Manufacturer narrative:
C200/stim ins/connector port/extension or extension parts stuck inside port fdc updated; fdr updated too.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 37702 lot# serial# (B)(4). Implanted: (B)(6) 2009-explanted: product type implantable neurostimulator product ID 3708140 lot# serial# (B)(6) implanted: (B)(6) 2009 explanted: product type extension product ID 3708140 lot# serial# (B)(4) implanted: (B)(6) 2009 explanted: product type extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative (rep) reported that during a normal battery replacement, the physician had a difficult time disconnecting the right side extension from the patient¿s old implantable neurostimulator (ins). It was noted that the extension looked like it had oxidized. Then when trying to insert the extension into the new ins, it broke off. The physician was unable to remove the broken piece of extension from the new ins. The manufacturing representative did not have another extension to replace it during the surgery. The physician left the broken extension in the new ins, and will plan on replacing the ins <(>&<)> extension at a later date if needed. No patient symptoms were reported. The patient was implanted for failed back surgery syndrome.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4) is associated with the ins ((B)(4)).

Event description:
A consumer provided additional information regarding the patient¿s updated condition. It was stated that the patient¿s old ins was removed and returned to the manufacturer for analysis. A new battery was placed, but subsequently got infected. As a result of the infection, the new ins will be removed. The infection was noticed last thursday, prior to the report. The patient was treated with antibiotics, but the infection did not clear up so the device is being removed. The new ins was also returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.